Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is completed, a follow-up report will be submitted.

Event description:
It was reported during incoming inspection, sensors from this lot were found to have inaccurate spco values. It was also noted that light-shielding was utilized during testing. There was no report of any patient impact or consequences.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Correction: lot number - from "15mb9" to "a15n710."